Event description:
It was reported that the patient underwent a gynecological procedure and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had removal of vaginal scar tissue on (B)(6) 2012.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of eroded vaginal sling material and cystoscopy on (B)(6) 2012, due to vaginal erosion of sling. It was reported that the patient underwent a mesh bladder neck suspensions on (B)(6) 2012, due to sui and history of vaginal erosion of suburethral sling material. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional it was reported that due to recurrence of incontinence, vaginal scarring, pain and erosion, patient underwent a sling removal with implantation of 2 ams devices on (B)(6) 2009. (B)(4).